Event description:
On (B)(6) 2012, pt reported she is unable to stop the prime procedure by pressing the check button on the infusion device. The correct type of battery is used, and the battery was changed a little over a week ago. She competed a prime while on the troubleshooting call. When she pressed the check button, the infusion device displayed stop but the piston rod continued "ticking" and insulin drops kept forming at the end of the tubing. She then attempted a cartridge change and reported the infusion device began delivering insulin again after it timed out. The display continued to show stop, but the infusion device delivered a total of 25 units (per volume indicator) without her initiating the prime. The infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.